Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a burr entrapment occurred. The lesion was located in the moderately calcified circumflex artery. The rotalink plus' rotational speed set at 150,000rpm. Upon attempting to ablate the lesion, resistance was encountered and the physician immediately stopped treatment and analyzed the situation using fluoroscopy. The burr was lodged in the lesion and could not be retrieved, therefore, the burr was removed using an unspecified catheter. A small perforation to the vessel occurred; however, the perforation closed by itself as it was small, and no intervention was needed. The procedure was successfully completed with different devices. No further patient injuries or complications were reported. The patient's status was reported as "stable and fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.